Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a follow up visit an interrogation showed a chronically elevated left ventricular (lv) lead pacing threshold. The lead remains in use. The patient is a participant in the adaptresponse clinical study. No patient complications have been reported as a result of this event.